Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients and new orders were not coming across to the pyxis server and all devices appeared on critical override. A technical support specialist (tss) dialed into the database server to access the application server and checked at one of the stations, which showed a critical override. On the server, the bd external messaging services were found to be stopped, so the tss restarted the services. After restarting, the station no longer displayed the critical override. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, transcribing issue from meditech to pyxis. New patients and new orders did not come across to our pyxis server at that time. Customer stated that pyxis server did not show the devices as being on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.